Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately six years post deployment, CT scan revealed that one of the filter limbs was penetrating into the l3 vertebral body. Following year patient presented with abdominal pain. CT scan revealed the same old findings. Few days later, unsuccessful attempts were made to retrieve the filter. During which, the venogram revealed an angulation of 8 degrees and extensive penetration of the filter legs into the pericaval soft tissues. Therefore, the investigation is confirmed for filter limb perforation and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and preoperational for hysterectomy. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts perforated the vena cava wall, l3 vertebral body and pericaval soft tissue. The device was removed percutaneously. The patient reportedly experienced back pain; however, the current status of the patient is unknown.